Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Flashing 8100 unit. Called customer back after leave me a message on yesterday they needed help on upgrade the 8100 unit to v9.33.0.50. Walk customer through each steps import the firmware files onto the asm software in his profile, then add the flash pump in his coloum had customer to select flash pump, start select task then had him connect pump when ready onto the 8015 unit flash start with no problem let customer the flash will take about 25mins. To run or longer but just to let it run it will stop on its on once its complete. If customer run into error please call me back if needed. Customer thank for my help.